Event description:
I have become so sick, had the atrium medical vita mesh polypropylene put in had an abdominal hernia, had revision surgery 2016, 2017, the mesh became eroded. My organs are shutting down. I have been active my entire life, love working hard, also over exposed to MRI radiation, blue dye contrast. My disability lawyer lost my phi, I received some one else's phi, can't walk, sit or stand, organs are shutting down. My dr who put the defective mesh in, over exposed me to MRI radiation with contrast told me (B)(6) 2017 that I will have to live in pain my entire life. Seeing 13 drs have a nerve stimulator at home, I use 7 days a week; 3xs a day, 30 mins at a time, to try and keep my organs from shutting down, have another hernia eroded mesh, abdominal and esophagus lessons, 13 open surgeries. Ptsd add depression anxiety pain, nauseous 24/7, can't walk, sit, stand, sleep for more than 15/20 mins. Lost everything I own, I have god that's the only thing keeping me going. I am just lost. Frustrated, I had long term goals, have to find another disability lawyer. I have 3 friends that are helping me with everyday living. Drs are not sure what to do, seeing 13 drs, 10 open surgeries have great drs and friends. I am just ready to live right now I am just trying to survive, have so many health problems. I just can't text anymore, the drs and atrium should never be able to make another dime. My drs knew they were putting in a defective mesh. Thank you.